Event description:
A healthcare professional reported that a patient was injected with 0.7 ml of juvéderm® volift¿ with lidocaine at the lateral zygoma, and 0.3 ml of juvéderm® volift¿ with lidocaine in the lips. The patient was also injected with 1ml of juvéderm® voluma¿ with lidocaine 0.5 ml bilaterally. The patient texted the hcp to report oedema post a flu and death in the family. The hcp recommended the patient start with loratadine. The oedema had reduced, but now there were some lumps that started to appear. On the next follow-up, the left side was fine with no complications, but the right side was dense, mild tender to touch and swollen. The hcp prescribed prednisone to start with and will check the progression. There was a delayed onset of nodule reaction due to a drop in the immune system triggered by the flu. The patient reached out to the hcp by phone stating that there was not much improvement with prednisone, so the hcp prescribed doxycycline 100mg. The hcp scheduled the patient¿s 1st hyalase treatment when the patient returned. On the initial visit, the hcp assessed that there was the unilateral nodule that formed 3-4 weeks after treatment is in response to the flu. The patient is already taking doxy. On this visit the lumps were still tender, hard and starting to get erythema. Small, clear light-yellow fluid came down from one entry point where the hyalase was injected indicating possible inflammation, but there was no pus. The patient was treated with 1500iu of hyalase, and 1ml of saline in the right temple. Injected with multiple boluses between 150iu to 300 iu. The lumps started to get softer although there is still significant oedema. It was also reported that during the injection there was an itching sensation, that was massaged out. The patient started feel the tenderness was decreasing, having a relief feeling. On the phone follow-up the patient provided some photos showing major oedema that had decreased, but the lumps are harder, and erythema is present. A 2nd hyalase treatment of 1040iu and 3 ml of saline to the right temple was provided but there were still lumps. The doctor stated that if there were still lumps, he would recommend an ultrasound. The patient was treated a 3rd time with 1500iu of hyalase and 2 and 10 of preserved saline in the temples and now lateral cheek. The overall oedema and erythema had improved drastically but there were still visible nodules on temples. On the follow-up the patient¿s oedema had decreased significantly, but there were some bruising and there was one hard lump at the lateral cheek. The patient was given an ultrasound while the product was being dissolved. The hcp recommended that the patient continue with loratadine, doxy and will start ibuprofen also. On this visit the patient was treated with 1500iu and 8 ml of preserved saline + 2ml of lignocaine in the temples and now lateral cheek where the lump had developed. Overall, the filler has not completely dissolved yet. Additionally, the healthcare professional reported that they believed it may be a delayed onset of nodules which were triggered by a decrease in the patient¿s immune system since it was fine until 2-3 weeks later when the patient had a flu and death in the family. The hcp was concerned with how difficult it was to dissolve the juvéderm® volift® with lidocaine after 4 sessions there was a degree of lumps. The symptoms have not resolved even after the 4th vial of hyalase there were lumps, and the last dissolving resulted in a ¿weird bruising.¿ which is still under observation. The hcp is giving some extra time for healing and will see them in a couple of weeks but are having daily or alternate day phone follow-up. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4)). This emdr is being submitted for the juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.